Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a grip cable dislodged in the housing at the proximal end. Additionally, the instrument was found to have a loose grip cable at the distal end. The instrument was found to have a cracked clamping pulley at the proximal end and dislodged conductor wire at the distal end. A segment of the conductor wire was found sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. Additionally, the instrument passed electrical continuity test. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a string coming out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, no additional information was provided.